Event description:
It was reported that a 2.0mm screwdriver broke off during the case. All debris was removed and the case was successfully completed by using another driver with no report of injury. No further information was available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The device is expected to be returned for analysis; once the investigation is completed, a supplemental medwatch 3500a will be submitted.